Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated that his blood glucose was over 500 mg/dl and gave 11 units of insulin, then at lunch blood glucose was above 600 mg/dl and registering high all day long. At 6pm blood glucose started to go down, following day blood glucose was 222 mg/dl, customer changed set and bolus and at lunch time blood glucose was 525 mg/dl. Troubleshooting was done. Customer's blood glucose was 387 mg/dl. It was found the insulin pump passed the high pressure test. The customer was advised to speak with healthcare provider regarding the high blood glucose. It was also mentioned that the insulin pump alarmed no delivery but customer resolved the issue through troubleshooting on his own. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.